Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and sensor board were replaced to address the issues. An error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.